Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced pain at the ins site due to it "pushing on his bones." This is especially bad when lying down. The device rubs on the pt's belt. The pt was taking medication for pain caused by this. Add'l info received indicated the pt saw their hcp and a representative. The device was reprogrammed. The implanted neurostimulator was moved from the pt's back to the front on (B) (6) 2009. The pt was no longer having issues with the system.